Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 22-nov-2022 h6: investigation summary bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood leakage or other sample leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer's report is that blood leakage from a damage on the tubing occurred.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood leakage or other sample leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer's report is that blood leakage from a damage on the tubing occurred.